Event description:
1/15 reference (B)(4) for all attachments and related complaints). Per complaint form it was reported extension lines are kinked. No patient injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Two (2) pictures were attached in the complaint report: these pictures were visually analyzed, the photos 1 and 2 could be observed marks the tube (with these photos the failure mode reported is confirmed). Visual inspection: eighteen (18) physical samples decontaminated were returned for evaluation; the samples were analyzed. The samples were observed with marks in the tube (clamp mark). Therefore, the complaint is confirmed. It was tried to replicate the failure mode following the step below: a sample of set, extension was activated the clamp. Result: when the clamp was deactivated, the tube was observed with a mark. The same sample was tested using a syringe with colored water to detect any leak, occlusion, or any problem with the functionality of the product. Result: no problem was found with the sample. The mark of the returned samples were compared with the sample of set, extension (activated the clamp), the mark is similar. According to the tests carried out, we can see that the mark originates when the clamp is activated. Based the analysis the root cause is the clamp was closed or manipulated during manufacturing process and this origin the pinch marks found in the tube and production personnel did not detect the damage of the unit. The cause of the reported problem was traced to the manufacturing process. Summary of DHR review: there were no deviations documented in the device history record, related to the process and components that conforms this device.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04967. The report was submitted in error., corrected data: corrected information provided in h10.